Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was implanted with two neurostimulators. It was reported that the patient had been kicked in the battery site which subsequently opened his surgical incision in (B)(6) 2019 and caused an infection of the wound. He underwent wound care without success. Both systems were explanted on (B)(6) 2019. The issue was resolved at the time of the report. There were no further complications reported or anticipated.